Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the right ventricular lead exhibited noise. No device intervention was performed but possible lead replacement was discussed. There were no adverse consequences to the patient.

Event description:
New information received indicated that the right ventricular lead continued to exhibit oversensing of noise. One episode resulted in inappropriate antitachycardiac pacing. On (B)(6) 2020, the lead was capped and replaced. The patient tolerated the procedure without any issues.

Event description:
New information received indicated that the patient presented in clinic for follow-up. Upon interrogation, the right ventricular lead exhibited further episodes of oversensing noise. No device intervention was performed as the physician elected to monitor the lead. Patient was stable.

Manufacturer narrative:
Abbott conducted a review of complaint files under a non-product CAPA and identified that a report was required to be filed as a result of the subject event. Distributed devices are not affected by the CAPA. Additionally, no new risks were identified, and no product-related actions are required as a result of this report submission. Furthermore, product performance trending is not impacted by this report, and no new mitigation actions are required as a result of this report.

Event description:
New information noted that the patient presented remotely via merlin.net transmission, noise was noted on the right ventricular lead. Lead damage was suspected. The noise was reproducible in clinic. The device was reprogrammed. The patient was stable before and after the programming.